Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the patient was admitted to the intensive care department of our hospital on january 25, 2024 due to a brain injury. During the use of the ventilator, there was an abnormal oxygen flow error message. The patient promptly replaced the ventilator with a normal one and reported a faulty one for repair. No significant harm was caused to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the patient was admitted to the intensive care department of our hospital on (B)(6) 2024 due to a brain injury. During the use of the ventilator, there was an abnormal oxygen flow error message. The patient promptly replaced the ventilator with a normal one and reported a faulty one for repair. No significant harm was caused to the patient.